Manufacturer narrative:
Results, conclusions: resistance encountered advancing the device, stent deformation.(B)(4).

Event description:
Physician attempted to use a resolute integrity 2.75 x 22mm drug eluting stent. It was reported that resistance was encountered during advancement. It was reported that the stent became deformed during attempted positioning. No issues were noted with the device during inspection prior to use or during performance of negative prep. No clinical sequelae were reported. Evaluation summary: the guidewire entry port was partially damaged. The hypotube was kinked 13.5cm and 63.5cm distal to the strain relief. A number of struts on the 9th and 10th proximal stent segments were raised and deformed. The remaining segments were intact.